Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blood glucose level of 58 mg/dl earlier in the day of the call, which went to 440 mg/dl within a few hours. The customer reported that they had frequent issues with bent cannulas, but did not receive no delivery alarms. The insulin pump was not replaced or returned for analysis.